Manufacturer narrative:
Concomitant medical products: 978b128 urinary lead, implanted: (B)(6) 2021, 3058 urinary ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than expected. It was further reported that the left ventricular (lv) lead exhibited high thresholds. It was also noted that the atrial lead position check(alpc) had failed. The crt-d, the atrial lead and the lv lead remain in use. No patient complications have been reported as a result of this event.